Event description:
The facility reported a fail code 810:11. The hospital rep stated that there have been no reports of any patient incident involving this pump since the last baxter service event. No addtional info is known.